Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by (B)(4). Reliability engineering evaluated the device, and the reported problem was not confirmed; the unit was tested and passed all operational specifications. It was noted that the unit exhibited normal component wear out from use over time. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
It is reported that during an open reduction internal fixation right bimalleolar ankle procedure a small battery drive would work for a while, and then quit. There were no injuries, delays or medical intervention required. The surgeon switched to another drill to complete the procedure. This is 1 of 1 reports for this event.